Event description:
It was reported that the patient underwent a surgery for lumbar fusion. During insertion of the interbody device, a small portion of the device was broken off and retrieved. The device was determined to be in proper position and was left implanted. No patient complications were associated with the event.

Manufacturer narrative:
(B)(4): the device remains implanted.